Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Trend analysis: no trend has been identified. Event description: it was reported that the patient (bmi=33.2) had the primary implantation of the right hip on the 2nd on (B)(6) 2019 and underwent revision surgery on (B)(6) 2019 due to recurrent dislocations. Review of received data: three x-rays of the right hip received dated on (B)(6) 2019. No anomalies noted. Positioning of implants appear adequate. Surgical report of primary surgery dated on (B)(6) 2019 received. Indication for surgery was osteoarthritis in the right hip. Bone quality noted as being excellent. A femoral neck osteotomy was made 15mm above the lesser trochanter, based on the preoperative template. The hip was noted as having satisfactory motion and stability. Implantation labels provided. Surgical report of revision surgery dated on (B)(6) 2019 received. Indication for surgery was instability of the right total hip arthroplasty. Surgeon could not dislocate the hip. However, performing a shucking maneuver produced about 7-8 mm of shuck and laxity in the hip. Surgeon noted this as being different from the primary procedure and likely represents some soft tissue stretching ad this resulting in laxity. Surgeon noted that this could be the cause of instability and the dislocations, where the laxity in the shuck could allow the femoral head to sublux inferiorly and then depending on twisting or maneuvering, could cause it then to dislocate. Positioning of cup noted as being appropriate. No more shuck noted after implantation of new femoral head. No apparent complications noted. Implantation labels provided. Office visit noted received dated on (B)(6) 2019. Patient symptoms of pain remain unchanged since primary surgery. Patient sustained another dislocation over the weekend whilst standing in and turning slightly, but without a significant maneuver that is generally associated with a dislocation. Patient was reduced in the ER. List of past medical and surgical history provided, including lumbar spinal surgery 12-24 months ago, ls spine surgery in 2014, meniscectomy of the left and right knee 24+ months ago and a total knee replacement of the right knee 5+ years ago. Imaging of the right hip reveal good prosthesis alignment. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Conclusion: it was reported that the patient (bmi=33.2) had the primary implantation of the right hip on the 2nd on (B)(6) 2019 and underwent revision surgery on (B)(6) 2019 due to recurrent dislocations. The investigation results did not identify a non-conformance or a complaint out of box (coob). The surgical report of the revision surgery notes that the surgeon could not dislocate the hip after several attempts. However, it was noted that performing a shuck maneuver, about 7-8 mm of shuck and laxity was produced in the hip. The surgeon notes this as being different from the primary procedure and likely represents some soft tissue stretching and this resulting in laxity. Surgeon noted that this could be the cause of instability and the dislocations, where the laxity in the shuck could allow the femoral head to sublux inferiorly and then depending on twisting or maneuvering, could cause it then to dislocate. Additionally, in the office visit notes received, a list of patient past medical and surgical history was provided, which could have contributed to the recurrent dislocations, including lumbar spinal surgery as well as knee surgeries. Moreover, possible root causes for a dislocation include wrong head offset choice, inadequate assembling procedure, high patient activity, inadequate information during patients counseling by surgeon leading to premature failure caused by patient behavior, patient disregarding the limits of the device or joint laxity. Based on the available information, a definite root cause could not be determined. Investigation of warsaw products are captured in linked complaint: (B)(4). The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00493.

Manufacturer narrative:
Medical product: g7 neutral e1 liner 40mm g, catalog no#:010000865, lot#: 6406773; g7 pps ltd acetabular shl 60g, catalog no#:010000667, lot#: 6320942; femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 15 extended offset, catalog no#:00771101520, lot#: 63989050; the manufacturer received x-rays and other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to recurrent dislocations.